Event description:
The customer reported that during a c- section followed by the removal of a mole in the groin area around pubic hair, an operating room fire occurred. The hair was burned but there was no injury to the patient. Following the c-section, in preparation to remove the mole, the doctor used dura prep, patted it dry, but did not prep the hair with gel, and activated pencil at which time the flash fire occurred.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. A covidien representative is going to the site to do training and an operating room fire prevention training packet was sent to the risk manager.